Manufacturer narrative:
This case was reported via regulatory authority ansm (reference number: (B)(4)) on 31-jan-2017. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ("pain in lower abdomen") in a female patient who received essure. The occurrence of additional non-serious events is detailed below. In 2013, the patient started essure. In 2015, the patient experienced abdominal pain lower (seriousness criterion disability), abdominal distension ("swollen abdomen"), renal pain ("pain in kidneys"), headache ("headaches"), visual acuity reduced ("reduced vision"), myalgia ("muscle pain"), tendonitis ("multiple tendonitis"), depression ("depression"), amnesia ("memory loss"), fatigue ("extreme fatigue"), menorrhagia ("haemorrhagic menstrual bleeding"), pelvic pain ("pelvic pain"), inflammation ("inflammation") and haematoma ("hematoma"). At the time of the report, the abdominal pain lower, abdominal distension, renal pain, headache, visual acuity reduced, myalgia, tendonitis, depression, amnesia, fatigue, menorrhagia, pelvic pain, inflammation and haematoma outcome was unknown. The reporter considered abdominal pain lower, abdominal distension, renal pain, headache, visual acuity reduced, myalgia, tendonitis, depression, amnesia, fatigue, menorrhagia, pelvic pain, inflammation and haematoma to be related to essure. The reporter commented: she have been on disability leave since (B)(6) 2016. Worsening of symptoms at time of periods and ovulation. Diagnostic results (normal ranges are provided in parenthesis if available): on (B)(6) 2017: ultrasound scan result was position of essure inserts was satisfactory and x-ray result was position of essure inserts was satisfactory. On (B)(6) 2017, appointment with gynaecologist who told me that all the pain does not come from the inserts. On (B)(6) 2017 appointment with allergy specialist. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 25-apr-2017 for the following meddra preferred term: abdominal pain lower. The analysis in the global safety database revealed 339 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 3-mar-2017: start date of all events updated from "2014" to "2015" and new events were added ("pelvic pain", inflammation" and "hematoma") company causality comment: this non-medically confirmed spontaneous case report received via regulatory authority refers to a consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and she presented pain in lower abdomen. The reported event is serious due to disability and anticipated in essure's reference safety information. After essure insertion, pelvic, abdominal and uncharacterized pain may occur. In this case, one year after placement in 2014 consumer started with pain in lower abdomen that caused a disability leave since 2016. Considering positive temporal relationship and in the lack of an alternative explanation, causality with the suspect insert cannot be excluded. This case was regarded as incident due to serious injury, in line with health authority's assessment. A product quality defect could not be confirmed but is considered plausible. However, the reported medical events are not indicative of a quality deficit per se. No further information will be available.

Manufacturer narrative:
On march 3, 2017, bayer received a cluster of essure complaint reports originating from the ansm, health authority of france, device vigilance database via legal proceedings. Following receipt, bayer consulted ansm in order to obtain the relevant case reference number information. On march 24, 2017, ansm provided the available corresponding case reference numbers to bayer. Upon receipt of this information bayer evaluated and processed the cluster of essure reports within the global safety database by april 12, 2017.

Manufacturer narrative:
Bayer case number: (B)(4). Pain in lower abdomen [abdominal pain lower], swollen abdomen [swollen abdomen], pain in kidneys [pain kidney] , headaches [headache] , reduced vision [vision decreased] , muscle pain [muscle pain] , multiple tendonitis [tendonitis] , depression [depression] , memory loss [memory loss] , extreme fatigue [fatigue extreme] , haemorrhagic menstrual bleeding [bleeding menstrual heavy] , pelvic pain [pelvic pain] , inflammation [inflammation nos] , hematoma [hematoma] , lower back pain [low back pain] , knee pain [knee pain] , asthenia [asthenia] , malaise [malaise] , dizziness [dizziness] , diarrhoea [diarrhoea], constipation [constipation] , vaginal infection [vaginal infection] , shoulder tendinopathy [tendon pain] , hearing loss on the left side [hearing loss] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 31-jan-2017. The most recent information was received on 18-dec-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of abdominal pain lower ("pain in lower abdomen") and malaise ("malaise") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of acute coronary syndrome (acute coronary syndrome familial hypercholesterol) in 2001 and nulliparous, nulli gravida and angioedema. The patient had a family history of uterine cancer (uterine cancer in both maternal aunts). On (B)(6) 2014, the patient had essure inserted. In 2015 she experienced abdominal pain lower (seriousness criteria disability, medically important and intervention required), abdominal distension ("swollen abdomen"), renal pain ("pain in kidneys"), headache ("headaches"), visual impairment ("reduced vision"), myalgia ("muscle pain"), tendonitis ("multiple tendonitis"), depression ("depression"), amnesia ("memory loss"), fatigue ("extreme fatigue"), heavy menstrual bleeding ("haemorrhagic menstrual bleeding"), pelvic pain ("pelvic pain"), inflammation ("inflammation"), haematoma ("hematoma"), back pain ("lower back pain") and arthralgia ("knee pain"). In 2016 she experienced asthenia ("asthenia"), dizziness ("dizziness") and vaginal infection ("vaginal infection"). On unknown date she experienced malaise (seriousness criterion hospitalisation), diarrhoea ("diarrhoea"), constipation ("constipation"), tendon pain ("shoulder tendinopathy") and deafness ("hearing loss on the left side"). The patient was treated with prozac (fluoxetine hydrochloride) and cerazette (desogestrel) as well as surgery (to remove essure).essure was removed on (B)(6) 2017. At the time of the report, the outcomes for abdominal pain lower, abdominal distension, renal pain, headache, visual impairment, myalgia, tendonitis, depression, amnesia, fatigue, heavy menstrual bleeding, pelvic pain, inflammation, haematoma, back pain, arthralgia, asthenia, dizziness, diarrhoea, constipation, vaginal infection, tendon pain and deafness were unknown. The reporter considered abdominal distension, abdominal pain lower, amnesia, arthralgia, asthenia, back pain, constipation, deafness, depression, diarrhoea, dizziness, fatigue, haematoma, headache, heavy menstrual bleeding, inflammation, malaise, myalgia, pelvic pain, renal pain, tendon pain, tendonitis, vaginal infection and visual impairment to be related to essure administration. The reporter commented: she have been on disability leave since (B)(6) 2016. Worsening of symptoms at time of periods and ovulation. Diagnostic results (normal ranges are provided in parenthesis if available): [magnetic resonance imaging] on (B)(6) 2015: reason for examination: knee pain work-up examination technique: examination performed by three sequences: proton density-weighted turbo spin-echo (pdw tse) with sagittal, coronal and axial fat suppression. Results: as the only peculiarity, we note a mini hyper-intense joint effusion in dorsal profile (dp). No meniscal abnormality. The cruciate ligaments and collateral ligaments appear normal. No cartilaginous abnormality. No abnormality of the patellar tendon or of the quadricipital tendon. No dislocation of the patella. No cystic formation of the popliteal fossa. Conclusion: normal assessment aside from a mini joint effusion in pd [ultrasound scan] on (B)(6) 2016: left shoulder ultrasound: presence of a hypoechoic area within the trunk of the supraspinatus tendon measuring 12 mm in the major horizontal axis with a blurred outline. No reduction in thickness of this tendon nor solution of tendon continuity. No abnormality of the subscapularis or subspinatus tendon. The tendon of the long head of the biceps is in good position and of normal thickness. No effusion in its sheath, nor at the level of the subacromio-deltoid bursa.; on (B)(6) 2017: results: position of essure inserts was satisfactory [x-ray] on (B)(6) 2015: work-up for low back pain. No intervertebral disc space narrowing. No aspect of interspinous conflict. No compression or sliding of the vertebral bodies. No abnormality of the posterior arches. No static disturbance. Caliber of the spinal canal is normal pelvis, front pelvis is of normal general configuration. No static disturbance. No sacroiliac or coxofemoral osteo-articular abnormalities. No abnormality of the pubic symphysis. Note a bilateral essure device that is unremarkable.; on (B)(6) 2017: results: position of essure inserts was satisfactory and found a symmetrical position of the essures; (date unknown): assessment of knee pain with no sign of trauma. No narrowing of the femoro-tibial or femoro-patellar joint space. No menisco-cartilaginous calcification. No bone structure abnormalities. No opacity in supra-patellar projection in favour of an effusion. No dislocation of the patella. Left knee ultrasound: small lamellar effusion at the level of the internal lateral compartment. No underlying ligament abnormality. No abnormality of the quadriceps or patellar tendon. No intra-articular effusion. No cystic formation of the popliteal fossa. Conclusion small effusion of the internal lateral compartment of a priori inflammatory origin . Otherwise, the work-up is normal. *on (B)(6) 2017, appointment with gynaecologist who told me that all the pain does not come from the inserts. On (B)(6) 2017 appointment with allergy specialist. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: abdominal pain lower. The analysis in the global safety database revealed 339 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: for essure: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. The most recent follow-up information incorporated above includes data received on: 18-dec-2024: new event neck pain , back pain , asthenia, tendinopathy, malaise , dizziness , diarrhea, constipation, vaginal infection diarrhea & deafness were added. Lab data updated. Past medical history added. Essure removal date & details were updated. Further company follow-up with the regulatory authority is not possible. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was reported via regulatory authority (B)(4) on 31-jan-2017 . This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ("pain in lower abdomen") in a female patient who received essure. The occurrence of additional non-serious events is detailed below. In 2013, the patient started essure at an unspecified dose and frequency. In 2014, the patient experienced abdominal pain lower (seriousness criterion disability), abdominal distension ("swollen abdomen"), renal pain ("pain in kidneys"), headache ("headaches"), visual acuity reduced ("reduced vision"), myalgia ("muscle pain"), tendonitis ("multiple tendonitis"), depression ("depression"), amnesia ("memory loss"), fatigue ("extreme fatigue") and menorrhagia ("haemorrhagic menstrual bleeding"). At the time of the report, the abdominal pain lower, abdominal distension, renal pain, headache, visual acuity reduced, myalgia, tendonitis, depression, amnesia, fatigue and menorrhagia outcome was unknown. The reporter considered abdominal pain lower, abdominal distension, renal pain, headache, visual acuity reduced, myalgia, tendonitis, depression, amnesia, fatigue and menorrhagia to be related to essure. The reporter commented: she have been on (B)(6) 2016. Worsening of symptoms at time of periods and ovulation diagnostic results (normal ranges are provided in parenthesis if available): on (B)(6) 2017: ultrasound scan result was position of essure inserts was satisfactory and x-ray result was position of essure inserts was satisfactory. On (B)(6) 2017, appointment with gynaecologist who told me that all the pain does not come from the inserts. On (B)(6) 2017 appointment with allergy specialist. Company causality comment: this non-medically confirmed spontaneous case report received via regulatory authority refers to a consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and she presented pain in lower abdomen. The reported event is serious due to disability and anticipated in essure's reference safety information. After essure insertion, pelvic, abdominal and uncharacterized pain may occur. In this case, one year after placement in 2014 consumer started with pain in lower abdomen that caused a disability leave since 2016. Considering positive temporal relationship and in the lack of an alternative explanation, causality with the suspect insert cannot be excluded. Although no death or serious injury related to essure was mentioned in this case; it was regarded as incident in line with health authority's assessment. The product technical analysis has been sought. No further information will be available, because health authority does not allow active follow-up.

Manufacturer narrative:
This case was reported via regulatory authority (B)(4) on 31-jan-2017. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ("pain in lower abdomen") in a female patient who received essure. The occurrence of additional non-serious events is detailed below. In 2013, the patient started essure. In 2015, the patient experienced abdominal pain lower (seriousness criterion disability), abdominal distension ("swollen abdomen"), renal pain ("pain in kidneys"), headache ("headaches"), visual acuity reduced ("reduced vision"), myalgia ("muscle pain"), tendonitis ("multiple tendonitis"), depression ("depression"), amnesia ("memory loss"), fatigue ("extreme fatigue"), menorrhagia ("haemorrhagic menstrual bleeding"), pelvic pain ("pelvic pain"), inflammation ("inflammation") and haematoma ("hematoma"). At the time of the report, the abdominal pain lower, abdominal distension, renal pain, headache, visual acuity reduced, myalgia, tendonitis, depression, amnesia, fatigue, menorrhagia, pelvic pain, inflammation and haematoma outcome was unknown. The reporter considered abdominal pain lower, abdominal distension, renal pain, headache, visual acuity reduced, myalgia, tendonitis, depression, amnesia, fatigue, menorrhagia, pelvic pain, inflammation and haematoma to be related to essure. The reporter commented: she have been on disability leave since (B)(6) 2016. Worsening of symptoms at time of periods and ovulation. Diagnostic results (normal ranges are provided in parenthesis if available): on (B)(6) 2017: ultrasound scan result was position of essure inserts was satisfactory and x-ray result was position of essure inserts was satisfactory. On (B)(6) 2017, appointment with gynaecologist who told me that all the pain does not come from the inserts. On (B)(6) 2017 appointment with allergy specialist. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 08-mar-2017 for the following meddra preferred term: abdominal pain lower. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 2-mar-2017: quality-safety evaluation of ptc. On 3-mar-2017: start date of all events updated from "2014" to "2015" and new events were added ("pelvic pain", inflammation" and "hematoma"). Company causality comment: this non-medically confirmed spontaneous case report received via regulatory authority refers to a consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and she presented pain in lower abdomen. The reported event is serious due to disability and anticipated in essure's reference safety information. After essure insertion, pelvic, abdominal and uncharacterized pain may occur. In this case, one year after placement in 2014 consumer started with pain in lower abdomen that caused a disability leave since 2016. Considering positive temporal relationship and in the lack of an alternative explanation, causality with the suspect insert cannot be excluded. This case was regarded as incident due to serious injury, in line with health authority's assessment. A product quality defect could not be confirmed but is considered plausible. However, the reported medical events are not indicative of a quality deficit per se. No further information will be available.